Event description:
It was reported that during a percutaneous coronary intervention (pci) a shaft fracture occurred. Access was obtained via the right radial artery. The 95% stenosed, 2.7mm in diameter, 60mm in length, eccentric and de novo, with a bend of less than 45° target lesion being treated was located in the mildly calcified and non-tortuous bifurcation of the second diagonal (dx) and the left anterior descending (lad) artery. The lesion was pre-dilated with 2 non-bsc balloons, a 2.0x15mm and a 2.5x15mm , resulting in 50% residual stenosis. Three non-bsc stents, a 2.25x18mm, a 3.0x33mm and a 2.5x33mm, were successfully deployed overlapping in the bifurcated lesion. A 2.5x15mm quantum maverick balloon was then advanced to the lesion for post-dilation. There was resistance noted while advancing the balloon catheter through the 6f non-bsc guide cathether and the shaft of the quantum maverick device fractured. The guide catheter and quantum maverick device were successfully removed together. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) a shaft fracture occurred. Access was obtained via the right radial artery. The 95% stenosed, 2.7mm in diameter, 60mm in length, eccentric and de novo, with a bend of less than 45° target lesion being treated was located in the mildly calcified and non-tortuous bifurcation of the second diagonal (dx) and the left anterior descending (lad) artery. The lesion was pre-dilated with 2 non-bsc balloons, a 2.0x15mm and a 2.5x15mm , resulting in 50% residual stenosis. Three non-bsc stents, a 2.25x18mm, a 3.0x33mm and a 2.5x33mm, were successfully deployed overlapping in the bifurcated lesion. A 2.5x15mm quantum maverick balloon was then advanced to the lesion for post-dilation. There was resistance noted while advancing the balloon catheter through the 6f non-bsc guide catheter and the shaft of the quantum maverick device fractured. The guide catheter and quantum maverick device were successfully removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick monorail (mr) balloon catheter was received for analysis in two pieces. The hypotube was fractured. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. The distal section of the device measured 76.5cm from the distal tip to the separation. There was dried contrast in the wire lumen. There was no evidence that the fracture is attributable to any material or manufacturing deficiencies. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).